Event description:
It was reported that the patient received inappropriate antitachycardia pacing on two separate occasions due to noise. The noise could not be reproduced in-clinic. A drop in both sensing and pacing lead impedance were observed. Diagnostic imaging was planned and possible lead revision was noted.